Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) inspected the system remotely and found that the system was unable to power on. Upon troubleshooting, rse worked with the customer and found that a bad relay on the front panel of the pdu (power distribution unit). To resolve the issue, the customer replaced the pdu. The defective pdu was returned to philips for failure analysis and the failure analysis results was "fuse f2 is missing. Checked with a multi-meter, and it measures a short circuit¿. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system was unable to power on. The device was not in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.